Event description:
It was reported that the electrocardiogram port on the programmer was not working and that the screen turned off by itself, it would go blank. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer screen turned off by itself, the programmer was left on for 24 hours with no issue. Analysis did confirm that the electrocardiogram connector on the link electronic module board was loose and the board was therefore replaced and calibrated. Analysis also found that the tab on the power cord bay door was broken, that the left keyboard hinge was broken and that the programmer failed the right antenna test because it was loose. The power cord bay and the keyboard hinge were replaced and the right antenna was secured and re-torqued. Product ID: 229047, software analyzer (B)(4).